Event description:
The device was used during an unspecified procedure. Reportedly, the surgeon inserted the trocar into the abdomen area and the pt's blood pressure decreased. The surgeon opened the abdomen and repaired the iliac artery and the small bowel. The hosp has no add'l info at this time.